Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not working as designed and customer was experienced high blood glucose. Customer's blood glucose was 402 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with syringe. Customer experienced nausea and vomiting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. No harm requiring medical intervention was reported. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. Device was monitored for 1 day. The basal profiles delivered properly. No basal anomaly or blank display noted. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. No bolus anomaly noted. No daily total anomaly or history anomaly noted during testing. Device uploaded properly using carelink. Drive support disk was inspected and no anomaly was noted. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.(B)(4).